Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was admitted to the hospital yesterday exhibiting symptoms of nausea, confusion, and "not acting right" and so they are looking to page a local rep to come to the hospital and interrogate the pump to rule out any issues with it. No further complications have been reported as a result of this event.